Event description:
Boston scientific crm received info that loss of capture (loc) was observed and this right ventricular (rv) lead had dislodged, a lead revision was performed. During the lead revision procedure, this lead was unable to be repositioned due to tissue being stuck to the helix. A new lead was then attempted however, the pt's heart wall was perforated. The pt required pericardiocentesis and intubation. Several leads were attempted and removed to try and maintain pacing to stabilized the pt. A lead was successfully implanted close to the rv outflow tract and pacing was stabilized. Once stabilized, a pericardiocentesis was performed and the fluid drained from the pericardium. The lead placed near the rv outflow tract was removed and a new lead was successfully implanted in the rv apex. To date, no further adverse pt effects were reported.